Manufacturer narrative:
(B)(6).

Event description:
It was reported that discoloration of the patient's leg occurred. A procedure was being performed on a 100% stenosed, moderately tortuous and mildly calcified lesion in the superficial femoral artery (sfa). The 6 x 200 ranger drug coated balloon was used in addition to an eluvia stent. After the procedure, there was discoloration found on the left leg of the patient. During the procedure, the entire lower limb was covered with a sterile drape, therefore the discoloration was not noticed. With that, it was not confirmed when did the discoloration occurred during the procedure. The patient had no complaints due to the discoloration and follow up observation was performed. After few hours, the discoloration improved, and the patient was discharged.